Event description:
It was reported that during an unspecified treatment procedure, a balloon detachment occurred. A 20mm x 4.5mm quantum maverick balloon catheter was selected for use and the balloon detached in the artery. The physician successfully retrieved the balloon by using a torqueing technique and wrapping wires around the balloon and pulling the balloon out through the guide catheter. The procedure outcome is unknown. No patient complications were reported. The patient status is unknown.

Event description:
It was reported that during an unspecified treatment procedure, a balloon detachment occurred. A 20mm x 4.5mm quantum maverick balloon catheter was selected for use and the balloon detached in the artery. The physician successfully retrieved the balloon by using a torqueing technique and wrapping wires around the balloon and pulling the balloon out through the guide catheter. The procedure outcome is unknown. No patient complications were reported. The patient status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. Blood is present in the balloon and distal outer. Visual and microscopic analysis revealed the shaft of the device is detached/separated near the proximal end of the guidewire exit notch. The shaft appears stretched in multiple areas. The separation and stretched material suggests that the separation may be related to tensile overload (material stress/fatigue). A thorough inspection of the remainder of the device revealed no damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).